Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the first bands did not deploy off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the first bands did not deploy off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the ligator head with the suture and a part of the trip wire) was analyzed. A visual evaluation noted that the ligator head returned with five bands attached, some of them had moved from their position and overlapped. The bands were damaged and one bands was broken. The suture thread was in good condition and contained seven knots. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. The trip wire was cut, possibly during device removal. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, and the bands on the ligator head overlapped. This suggests that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during handling and this may have interfered with the normal operation of the device. The bent ligator head teeth are evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. Since the handle was not returned, it is not possible to carry out a more thorough investigation to determine the influence of the device on the reported event. In addition, only a part of the trip wire was returned, it is possible that the trip wire was cut during device removal. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.